Event description:
A customer reported experiencing dull knives during surgery. The exact number of pt¿s involved is unk. However, there was no pt harm.

Manufacturer narrative:
Samples have not yet been received for eval. The device history (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the MFR¿s acceptance criteria. The root cause is unk. No evidence of nonconformity could be found in the lot record review. All knives are 100% inspected by trained operators using a minium of 10x magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).